Event description:
An atraumatic grasper was utilized during a laparoscopic cholecystectomy. While in use by the surgeon, the end of the grasper broke at the ratchet site. Surgeon was able to retrieve the grasper end piece from the pt without further incident.